Event description:
Healthcare professional reports one incident of a patient reaction with the psn 210 dialyzer. It was reported that at the start of treatment, the patient experienced shortness of breath and complained of chest pain and nausea. Treatment was stopped and blood was not returned to the patient with an unreported amount of blood loss. The patient was administered benadryl, 50 mg IV with relief. Treatment was resumed on an alternate membrane, and completed without further incident. Per hcp, the patient has recovered and continues to dialyze on an alternate membrane without further incident.